Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that the device was inserted in the patient. During the attempt to deploy the stent graft it was noted that the blue shaft would only turn half way down the whole shaft, the stent graft could not be deployed. There were no difficulties inserting the delivery system. The physician had to use a force greater than anticipated to rotate the blue handle since there was no response from turning the shaft. The stent graft was not deployed and the delivery system was successfully removed without issue. Another valiant thoracic stent graft was successfully deployed to complete this case. No clinical sequelae were reported and the patient fine. The device evaluation was completed. From the evaluation of the returned device, the root cause for the deployment difficulties was determined to be related to the manufacturer part where the over-mold process failed between the graft cover and the t-tube components causing the graft cover to break off.

Manufacturer narrative:
(B)(4). Results: deployment difficulty.